Event description:
According to the reporter, the device did not fire and the surgeon was unable to squeeze the handle while being applied to the rectum. The device was replaced to complete the case. There was no patient injury.